Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the implant had moved") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and adverse event ("directly after insertion she experienced side effects"). The patient was treated with surgery (surgery to remove the entire uterus). Essure was removed. At the time of the report, the device dislocation and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and device dislocation with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the implant had moved") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and adverse reaction ("directly after insertion she experienced side effects"). The patient was treated with surgery (surgery to remove the entire uterus). Essure was removed. At the time of the report, the device dislocation and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and device dislocation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.